Event description:
Caller reported a tandem mobi cartridge alarm that did not lead to an adverse impact on the customer's blood glucose level. Although the issue did not occur during the load process and the caller had not previously reported similar alarms, technical support confirmed a cartridge alarm 30. The caller was instructed to remove the cartridge and deliver a 9-unit bolus, which completed successfully. Initially, the caller was unable to reload the original cartridge and resume insulin therapy, but they were eventually able to load a new cartridge and continue with their insulin therapy as advised by technical support.